Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. "Reset" the circuit boards in the collimator box. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the control panel and x-ray head does not illuminate on the 2800 system. It was also noted that no x-ray was allowed and ucp collimator node missing. No pt injury was reported.